Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow up with complaints of not feeling well. Fluoroscopy revealed that the right atrial lead had dislodged. The lead was explanted and replaced. No further information could be obtained.